Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" and "defib fault 80" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for evaluation and this complaint is still under investigation.